Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the ECG trigger was abnormal and electrical test fails # 52 (drive transducer offset failure) occurred on a cs100 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.

Event description:
It was reported that prior to use on a patient, the ECG trigger was abnormal and electrical test fails # 52 (drive transducer offset failure) occurred on a cs100 intra-aortic balloon pump (iabp). There was no patient involvement; and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) advised that the customer continued to use the unit. Additionally, when the fse evaluated the unit and performed testing, the unit was normal and the error code was not replicated. All tests were normal and no parts were replaced. No further investigation is required.